Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage on the motor, battery tube, or vibrator noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and was going through the batteries more quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.